Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. Customer's blood glucose level at the time of incident was in range of 40 mg/dl. Customer stated that their new insulin pump was over pumping. Customer stated that they had checked their insulin pump settings like 3 times to the care link reported and they were all right but when giving a bolus it seemed to be giving too big of a bolus. It was unknown if the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.